Event description:
The customer stated she was hospitalized on two occasions for low blood glucose. No blood glucose readings were reported for the events. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. However, the customer did not feel comfortable using the insulin pump and asked to have it replaced. Advised the customer to revert to a back-up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.